Event description:
The customer reported the device delivered inaccurate medication volumes. During a site visit, the barrel clamp accuracy, plunger position accuracy, and plunger force accuracy were tested, and all tests were passed. There was not obvious damage to the surface of the device, and the barrel clamp moved freely with no apparent issues and returned to its normal position. Plunger claws opened and closed with no apparent issues.

Manufacturer narrative:
The customer¿s report of inaccurate medication volumes delivered was not confirmed. Only the syringe module and its logs were available for investigation. The syringe module event log shows the last syringe selected was a 50ml bd syringe with 58.7752ml detected. The syringe module event log shows 2ml was used to prime the set and then an infusion was programmed to run at 0.912ml/hr with 2 bolus doses of 0.912ml given. Functional testing performed found the syringe module to be operating within specification. A photo sent in by the customer shows that the 50ml syringe that they used is on the approved list. The root cause of the customer¿s experience of inaccurate medication volumes delivered was not identified.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Specific patient information is not available per the initial report.

Event description:
The customer reported the device delivered inaccurate medication volumes. The barrel clamp accuracy, plunger position accuracy, and plunger force accuracy were tested, and all tests were passed.

Event description:
During a site visit, the barrel clamp accuracy, plunger position accuracy, and plunger force accuracy were tested, and all tests were passed. There was not obvious damage to the surface of the device, and the barrel clamp moved freely with no apparent issues and returned to its normal position. Plunger claws opened and closed with no apparent issues.